Event description:
Reporter indicated that vns pt is experiencing an increase in generalized seizures because the device has migrated to the point that it cannot be appropriately located to perform a magnet swipe for initiation of magnet mode stimulation at the onset of a seizure. The device was implanted under the axilla and because of the migration it is hard to get to when the pt's parents need to swipe it with the magnet during a seizure. Device diagnostic testing was within normal limits, indicating proper device function. Revision surgery is scheduled.